Event description:
A report was received that the patient was explanted due to an infection at the ipg and lead sites. The patient's symptoms included pain, fever, redness, warmth, swelling, and drainage. During the procedure, the affected area had an antibiotic wash with vancomycin as well as a pulsatile washout under pressure. The physician does not believe the infection was device or procedure related, but due to intentional tampering by the patient. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to an infection at the ipg and lead sites. The patient's symptoms included pain, fever, redness, warmth, swelling, and drainage. During the procedure, the affected area had an antibiotic wash with vancomycin as well as a pulsatile washout under pressure. The physician does not believe the infection was device or procedure related, but due to intentional tampering by the patient. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed performance testing and visual inspection. There were no complaints about the functionality of the device. The returned product analysis for paddle lead (B)(4) revealed that the lead was cleanly cut approximately 11 inches from the proximal end. Both pigtails of the paddle end were not returned. The damage to the lead is consistent with damages done during the explant procedure and is not considered a failure. A review of the manufacturing documentation of all the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8120-70 serial#: (B)(4) model description: artisan surgical ld 70cm. Sixteen contact lead explanted, leads will not be returned to bsn as they were discarded by medical facility. It is indicated that the leads will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.